Event description:
History of cervical cancer. Pt is receiving chemotherapy and radiation therapy. Pt was admitted to the hosp in 2000 with a diagnostic of failure to thrive. The following day, nursing noted some leaking of pac with dressing change. Edema was also noted. Pac was restuck but again leaking and edema noted. It was explanted 3 days later.